Manufacturer narrative:
Device evaluation: the cartridge was not returned therefore, a returned product investigation could not be performed. A surgery video file was sent for evaluation. Some spots were observed in the incision but due the video resolution it can't be determined if the spots were the substance mentioned by the customer, or are part of the solutions used in the surgery process. The complaint is undetermined. The manufacturing record evaluation and complaint history were not performed as the lot number for the cartridge was not provided. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Device manufacture date: unknown; lot number not provided, UDI number unknown as the lot number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a zcb00v intraocular lens (iol), a black substance came out of the 1mtec30 cartridge with iol. When the cartridge was pulled out, this black substance was adhered to the incision. Doctor thought it was difficult to close the incision if this black substance removed completely. Therefore, doctor completed the operation with this black substance remained on (B)(6) 2016. The patent complained cloudy vision since (B)(6) 2016. Fibrin reaction and corneal opacity were observed on the anterior chamber. Doctor prescribed vigamox(antibacterial agent), nevanac(non-steroid anti-inflammatory agent), bronuck(non-steroid anti-inflammatory agent)etc. On (B)(6) 2016; visual acuity was 1.5(20/13) on (B)(6) 2016; resolved cloudy vision. However, fibrin reaction was still observed. Incision was cloudy. Visual acuity was 0.8(20/25) on (B)(6) 2016; recovered cloudy vision, fibrin reaction and corneal opacity. Visual acuity was 1.2(20/16). No further information was provided.